Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedance measurements. It was questioned what could have been the cause for the out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed. During the procedure, it was noted that the lead exhibited a fracture. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.